Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 19, 2021.

Manufacturer narrative:
This report is submitted on june 7, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an electrode tip fold-over. The patient was re-implanted with another device at the same surgery.